Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device didn't deliver therapy for a tachycardia arrhythmia. After few minutes, a cardioversion therapy was delivered successfully. Patient's condition was stable.